Event description:
It was reported that, this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to myopotential oversensing, during physical activity. The technical services (ts) provided troubleshooting options and reprogram recommendations. This s-ICD remains in service. No adverse patient effects were reported.